Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was leaking from the luer lock connection which connects to the infusion line. Multiple incidents occurred. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: d4 UDI: (B)(4). Device evaluation: one device received for investigation. Visual and functional testing performed, and the reported failure mode of low flow is confirmed. The cause of the reported issue is associated with the luer of sample one and sample four being cracked, which caused leakage. The defect in the raw material could not be reproduced. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.